Event description:
It was reported by service report that the scale was inaccurated and the power cord's ground prong was bent. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - scale out of calibration. Conclusion: sale calibrated.